Event description:
Healthcare professional reported 12 weeks after injection of the "cheeks and malar region" with juvederm voluma with lidocaine, the patient developed "induration and pain in the left cheek without redness or heat. Two days later, same symptoms appeared on right cheek with lower intensity". Patient was treated with hyaluronidase and prednisone. Symptoms have improved, but are ongoing.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of induration and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.